Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image is upside down and cannot make image right side up malfunction was due to h-housing alignment. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using a similar device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had an image that was upside down and an inability to make the image right side up. The issue was identified during an unspecified procedure. There were no reports of patient harm.